Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had difficulty getting the battery to hold onto the battery clips. There were connect power alarms on the mobile power unit (mpu). All connections were tested and found to be secure. The mpu was tested on multiple outlets.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Main investigation conclusion. The reported event of atypical alarms while on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6) was returned for analysis to the service depot and was evaluated and tested. No log files were submitted for review. The mpu was connected to a mock loop for several days with no alarms active. The mpu functioned as intended. The customer requested that the mpu be discarded. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental findings: damaged threading. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer; however, the manufacture date was unable to be reviewed. No further information was provided. The manufacturer is closing the file on this event.